Event description:
A customer reported an issue with the ophthalmic console, indicating that a system problem had been detected and windows was shutting down unexpectedly. Details regarding the procedure being performed and any potential impact on the patient were not provided. Additional information was requested from the customer, but no response had been received as of that date. Additional information confirmed that the system shutdown occurred prior to the vitreoretinal surgery. The procedure was successfully completed on the same day, with no impact to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was unable to confirm nor replicate unspecified system issue. However, they were able to replicate the reported shut down issue. To address this issue, the host was replaced. The system was then tested and found to meet product specifications. A non-conformance-based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported ¿unspecified system issue¿ is inconclusive, as the system was tested and found to have no problems tied to the reported event. However, the root cause of the reported ¿system shut down¿ is attributed to the nonconforming host. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).